Event description:
Customer called to report the insulin pump has unresponsive buttons. Blood glucose reading was 85 mg/dl. Customer mentioned the up button is scrolling without input. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to flattened dome switch on up arrow buttons. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.